Manufacturer narrative:
(B)(4). Results: (pre-dilatation was not performed) (90% stenosis) (pre-dilatation was not performed) (perforation is listed in the IFU as a complication that may be associated with the use of a coronary stenting device). Conclusions: (90% stenosis) (pre-dilatation was not performed).

Event description:
The physician successfully implanted two overlapping endeavor rapid exchange (rx) drug-eluting stents to the proximal left anterior descending- distal left anterior descending; a 2.75mm diameter x 30mm length and a 3.0mm diameter x 30mm length endeavor rapid exchange (rx) drug-eluting stents. A competitor stent was also implanted at the same location overlapping the endeavor stents. Pre/post-dilatation were not performed. During the procedure, a perforation occurred and a balloon was used to stop the bleeding. The stents were reported to be successfully deployed with 0% residual stenosis. Ivus confirmed full apposition of the stents to the vessel wall. The account reported that the event was not related to the study device, but was related to the procedure. The patient recovered and no additional clinical sequelae were reported. (MFR 2953200-2011-00128).